Manufacturer narrative:
(B)(4). Batch # v95t3k. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device (b) was returned with no apparent damage and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap appendectomy, using first stapler doctor was able to fire and remove from the surgical site. Scrub tech then loaded second white reload cartridge and jaws were not opening. Used the manual override to open jaws and they opened scrub tech loaded the second white reload cartridge and doctor went into the surgical site and tried opening it. And it would not open. So they tried the manual override and it wasn't opening. Had a second stapler pulled for the case and scrub tech was able to get the first stapler open and removed the white reload and inserted that white reload into the second stapler. Doctor opened the jaws of the stapler and grabbed on to the remaining tissue of the appendix. Fired the stapler, and when they tried to open the jaws they did not open. The stapler was still caught on some tissue. So they used the manual override and it was not opening. They tried again and then the jaws opened. It is unknown how the case was completed. No patient harm was reported.